Event description:
Received information stating customer received multiple occlusion alarms. Reportedly customer's blood glucose level was at 296.

Manufacturer narrative:
Additional reported information indicates customer was using insulin that was placed in direct sunlight on the windowsill. No product returning for evaluation. Should new information become available, a follow up report will be submitted.